Event description:
Pt admitted with diagnosis of loose left total hip replacement. Pt originally underwent left total hip replacement in 1999. At present pt complains of pain and instability involving left hip. Changes seen on x-ray which revealed loosening of femoral component left total hip replacement, per report femoral stem appeared to have subsided approx 1.5 to 3.4 cement inch within the femoral canal with some radiolucency at the home cement interphase. Pt underwent revision left total hip arthroplasty.